Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that episodes of oversensing, possible electromagnetic interference and noise were noted on the patient's right ventricular (rv) lead during a device interrogation. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.